Event description:
It was reported that the system would not function. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a 32 pin connector. The system operates as intended.